Manufacturer narrative:
This report is submitted on june 27, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011. - attachment: [136875 device analysis report reg.pdf]

Event description:
Per the clinic the device was explanted on (B)(6) 2019, due to improper placement of the electrode array.